Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 for high blood glucose. The mother stated the hospitalization was caused by the customer not eating properly. The mother did not provide further details about the hospitalization. The mother also reported via phone call that the insulin pump was cracked by the battery compartment. The mother stated the damage occurred by screwing the battery cap too tight. The mother also reported the customer's current blood glucose was 76 mg/dl. The mother reported the customer had difficulty breathing when their blood glucose was 300 mg/dl. Troubleshooting did not find any issues with the insulin pump. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on the original battery cap.